Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/03/2018. Philip's field service engineer (fse) evaluated the device . The reported condition could not be verified. The fse tested the device. There was no product deficiency found. The fse performed a full preventive maintenance (pm) and installed new tubing from the gas outlet to exhalation port manifold due to some contamination. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to the customer for clinical use.

Event description:
The customer reported that during patient use, the ventilator shutdown. The event occurred during patient use. There was no report of patient harm or injury as a result of the event. The event date was not specified; estimate used.